Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber provided as part of the rt265 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided video and photograph was performed and observed that there was a leak between the chamber dome and base. The leak is indicated to be below the right port of the subject chamber. Conclusion: without the return of the mr290v vented autofeed humidification chamber provided as part of the rt265 infant dual heated evaqua2 breathing circuit, we are unable to determine the exact cause of the reported fault. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: - do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A distributor reported on behalf of a healthcare facility in china, mr290v vented autofeed humidification chamber provided as part of the rt265 infant dual heated evaqua2 breathing circuit was reported to be leaking near the chamber base during patient use. There were no reported patient consequences.

Event description:
A distributor reported on behalf of a healthcare facility in china, mr290v vented autofeed humidification chamber provided as part of the rt265 infant dual heated evaqua2 breathing circuit was reported to be leaking near the chamber base during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.